Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4) pentax of america, inc., importer, registration no. (B)(4). (B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps, or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Method: actual device evaluated. Result: wear problem. Notes: initial MDR originally submitted to the FDA on 11jan2019, but there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review. (Exemption number e2015036).

Event description:
A customer device was returned to pentax medical on 20/dec/2018 for routine service. Inspection of the unit was performed on 31/dec/2018 where the quality control inspector found the following: operation channel- primary slice by accessory; distal cap - fixed type failed epoxy seal integrity inspecti; distal cap/ case cracked; failed wet leak test; lightguide prong cover glass set loose; failed dry leak test; customer complaint confirmed; bending rubber pinhole; umbilical cable bump under pve root brace; fluid invasion not observed in pve connector; fluid invasion not observed in control body; bending rubber leak at middle section. Inspection of the seal between the distal body and distal cap was performed, and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to the user upon completion. Parts replaced: air/water tube; operation channel; bending rubber; distal case/cap; deflector stay coil.